Event description:
A customer reported an s8-3t transducer was producing poor image quality and no color doppler. The procedure in progress was completed successfully. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return.

Manufacturer narrative:
Evaluation of the returned transducer confirmed the customer¿s complaint. This imaging problem was caused by a known issue, causing air voids in the acoustic oil interface under the window. The supplier has taken corrective/preventive action to address this issue.